Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited increased right ventricular (rv) pacing impedances. The measurements had not been out of range. The pacing thresholds were also elevated. It was questioned if the lead was part of any advisory. Technical services (ts) discussed that there were no advisories for lead. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that a red alert was later detected by the latitude system from this lead due to high rv pacing impedances.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that a lead revision was performed due to noise on the lead and high impedances. It was noted that the lead would be surgically capped and replaced. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.